Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was currently receiving morphine of unknown concentration at an unknown dose rate via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that the pump was filled a week back in (B)(6) 2015 and the refill date was currently (B)(6) 2016. The patient was described as being very lethargic and sedated. As per a physician, they could arouse the patient and the patient would respond to all their questions, but the minute they stop stimulating (asking questions) the patient would become lethargic again. It was indicated that the physician had not given the patient narcan yet. No pump alarms had been heard. The physician wanted a manufacturer representative paged to come and read the pump. It was further noted that the physician would like to stop the pump to see if the patients status changes. An alternate hcp later reported that they could not determine any further information regarding this patient. The hcp had asked for assistance from the practice to report any additional information and nothing else was available to report at that time. It was noted that the patient was scheduled for a refill on (B)(6) 2016 with another physician. Progress notes were provided regarding a patient visit on (B)(6) 2015. The pump was noted as having been previously refilled on (B)(6) 2015 with 20 ml of morphine with concentration 20 mg/ml and marcaine with concentration 7.5 mg/ml. The patient's height was (B)(6) and their weight as of (B)(6) 2015 was (B)(6). The following additional information has been requested which was not available at the time of the report: troubleshooting/diagnostic tests performed including results, cause of event, action/intervention taken to resolve the event, and outcome. If additional information is received, a follow-up report will be submitted. The patient's medical history included the following: acid reflux, hypertension, cardiac disease, arthritis, deep vein thrombosis, degenerative disease lumbosacral spine, depression, degenerative joint disease, hiatal hernia, myocardial infarction, osteoporosis, falls, pneumonia, post laminectomy syndrome lumbar region, chronic pain syndrome, degeneration of lumbar or lumbosacral intervertebral disc, pain in joint site unspecified, and pain in joint of, shoulder region. Surgical history included the following: cardiac stents, coronary artery bypass graft, right hip replacement, lumbar laminectomy, lumbar fusion, arthroscopic knee surgery, and right knee replacement. Regarding hospitalization / major diagnostic procedures, pneumonia in (B)(6) of 2015 was noted. The patient had no known drug allergies. The patient's concomitant medications as of (B)(6) 2015 included the following: levaquin 500 mg tablet - 1 tablet once a day, norco 5-325 mg tablet - 1 tablet as needed every 6 hours, lidoderm 5 % patch - 1 patch to intact skin remove after 12 hours once a day, robaxin 750 750 mg tablet - 1 tablet three times a day, lortab , coumadin, prednisone , uloric , metoclopramide hci , colcrys , hydrocodone acetaminophen, and doxy-caps 100 mg capsule - one capsule twice per day (bid).

Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional and company representative. The pump was programmed to infuse morphine 20 mg/ml at 4.914 mg/day and bupivacaine 7.5 mg/ml at 1.842 mg/day. Programming was reviewed from a programming session that occurred on (B)(6) 2016. It was reported that the pump is currently empty, but per the report on (B)(6) 2016 the low alarm date should have been (B)(6) 2016 at which time there would be 2 ml left. An empty reservoir was recorded in the pump logs on (B)(6) 2016. The report was from a print report from (B)(6) 2016, which documented the changes to dosing by 50% that were not updated into the pump. They intended to reduce the dose of morphine form 4.914 mg/day to 2.45 mg/day. The company representative panned to review with the physician and determine next steps. The 50% dose decrease was planned in order to extend the refill interval, but the dose decrease was never done as expected. Subsequently, the pump has been empty since (B)(6) 2016. The possibility of damage to the pump was reviewed because of it being empty. No patient symptoms reported.